Event description:
The lay reporter/mother contacted lfs on (B) (6), 2010 alleging inaccurate high readings on the pt's one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the reporter to contact mss to obtain further clinical info: the reporter mentioned that on sunday morning, (B) (6), 2010 the pt was getting ready for church and her blood glucose was tested and she obtained a 99 mg/dl on her silver one touch mini meter. Approximately 45 minutes later, the pt became unresponsive and had a seizure and her blood glucose reading was 44 mg/dl on a green mini meter. The pt was hospitalized and was treated with IV glucose. No further clinical info was provided. It would have been helpful to know how her initial reading in the hosp, diagnosis, how long she was in the hosp, diabetes regimen and whether her diabetes regimen was changed in the hosp. The night prior to the event on (B) (6), 2010, the pt obtained a 428 mg/dl on the silver mini meter and a 357 mg/dl on the green mini meter. Results were taken less than 10 minutes from one another. The results were greater than 30 mg/dl (1.7 mmol/l) or 30%. On (B) (6), 2010, the pt tested on both devices within 30 minutes from one another and obtained a 158 mg/dl. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done since the pt did not have any control solution. The products were replaced. The complaint is being reported since the reporter alleged that due to the high reading on the lfs meter, the pt later developed symptoms and was hospitalized and was treated with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.